Manufacturer narrative:
One level 1 trauma fast flow system was returned for analysis in good condition. Visual inspection revealed that the customer installed new main pcb. The main pcb out observed to be out of calibration. Based on the evidence, the complaint was confirmed. The root cause was found due to user interface as the main pcb was installed by the customer and determined to be out of calibration.

Event description:
It was reported that smiths medical level 1 fluid warmer won't heat the circulating solution. No patient involvement.